Manufacturer narrative:
The smiths medical pump was returned with a damaged lens. The analysts were unable to duplicate any issues with the pump. The unit passed all accuracy tests. No fault was found with the system.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed volumetric testing. There was no patient involvement at the time of the event. There were no reported adverse events.